Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering. They had changed the site and the portal in the insulin pump about 3-4 times but the insulin pump would say no delivery every time they bolus. They declined troubleshooting for the recurring no delivery alarms. The customer also reported that a button was unresponsive. The keypad would also scroll on its own. When it gets hot, the screen would blackout. The customer¿s blood glucose level was 230 mg/dl. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.